Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 30, 2018 that a flexiva 200 tractip laser fiber was to be used in a procedure performed on an unknown date. According to the complainant, during unpacking and outside the patient, the laser fiber was cracked at the middle of the fiber body inside the package. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be ¿no harm¿. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. The fiber was returned broken into two pieces. The first piece measured approximately 43.2 cm from the top of the connector to the break. The second piece measured approximately 273 cm from the break and includes the entire distal tip. The condition of the returned device confirms that the fiber is broken. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was to be used in a procedure performed on an unknown date. According to the complainant, during unpacking and outside the patient, the laser fiber was cracked at the middle of the fiber body inside the package. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be ¿no harm¿. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.